Event description:
It was reported that the ventilator shut down with no audible alarm while connected to a patient. The ventilator did not turn back on. No patient harm reported. They were unable to duplicate the problem.